Event description:
It was reported that during a coronary stent procedure, the stent dislodged and embolized. The 2.25x 8 express2 otw stent dislodged off of the delivery balloon and embolized down the lad. Under fluoroscopy the physician was able to locate and successfully retrieve the stent from the lad.